Manufacturer narrative:
Results of investigation: the valve was received in the st. Jude medical heart valve division fer analysis laboratory in a st. Jude medical product return kit, submerged in a liquid solution. The sewing cuff was brownish-white in color and contained several blue sutures. Both leaflets were observed to open and close manually. The carbon surfaces of the valve were covered with a granular substance, most likely blood and/or body fluids. The valve was chemically sterilized, cleaned, and the sewing cuff was removed. The valve was then visually examined at 10x magnification for any anomalies on the surfaces of the leaflets and orifice. A small chip was detected on the inner diameter, just below the location where the major radius edge of the right mates with the orifice. This chip was most likely caused at explant. The leaflets and the remainder of the orifice were found to be unremarkable. The valve was then disassembled for performance testing. The results of the pulse duplicator testing indicated the valve had no abnormal operation. Flow and pressure traces indicated the valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and the valve met all of st. Jude medical's specifications. The leaflet orifice dimensions were inspected and verified to be within st. Jude medical's specifications. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical specfications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Conclusion info reviewed from the valve's device history record and the additional testing performed through the fer laboratory indicated the valve complied with st. Jude medical specifications at the time of manufacture. Results of this investigation remain inconclusive due to the fact st. Jude medical heart valve division has not received additional info which may have aided in the evaluation of this valve. The cause of both leaflets not functioning while the valve was implanted remains unknown. Both leaflets exhibited normal mobility upon return to st. Jude medical heart valve division, and testing performed on the valve indicated the leaflet immobility was not due to an instrinsic valve defect.

Event description:
No information is available.